Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to fire out of end instead of side (forward-firing). The fiber was replaced and the case continued using a second surgical fiber. Near the end of the procedure, the second fiber was also observed to be forward firing. It is not known how the case was completed. There was no patient injury reported. This report is for the first surgical fiber used. Gland volume: 90 ml. Time expended: 10.50 minutes. Joules used: 110,000.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification and white crystalline like substances at the output window; the metal cap exhibited severe burnt on detritus and white crystalline like substances; the outer flow tube exhibited mild signs of contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.